Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture at high output was observed during generator replacement procedure. There was no capture issue prior to the procedure. Lead insulation damage was noted visually. The cause of insulation damage was unknown. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient¿s condition was stable during and after the procedure.